Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was leaking oil and would not run. It was further reported that the device seemed slower and was ¿just not as strong¿. There was a minor delay due to the reported event. However, the duration of the delay was not specified. A spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was observed that the device had a loose muffler tube and the pretest was unable to be completed. It was determined that the muffler tube was loose because of loctite deterioration. It was observed that the device showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to user error, abuse and/or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.